Manufacturer narrative:
(B)(4).

Event description:
It was reported that a surgery was cancelled twice. This occurred within the last 2 months. The healthcare provider (hcp) and manu facturer representative saw a cerebrospinal fluid (csf) leak during the revision surgery when the catheter was cut down. Analysis allegedly found no anomaly, however a manufacturer representative, hcp and nurse saw it in the operating room.